Manufacturer narrative:
Investigation in process.

Event description:
Sales rep reported a revision of the patient's implant. The reason for the revision is unknown at this time.

Manufacturer narrative:
It was reported by sales representative (B)(4) concerning a failed tlif procedure involving a tm ardis device with a height of 16mm (part no. 06-701-02161, lot no. 62181775). The procedure was revised because of a pedicle screw fracture and non-union of the tm ardis implant. Mr. (B)(4) believes that subsidence was the main reason for the pedicle screw fracture and pseudo-arthrosis. Since subsidence is an issue unrelated to the design and manufacture of the implant, the root cause of the fractured pedicle screw and non-union is unknown. The revision surgery was conducted on (B)(6) 2016 which involved replacing the tm ardis with the timberline mpf. The removed tm ardis was disposed of after surgery. Since the device was not returned to zimmer biomet tmt, an assessment could not be performed. No further action is required at this time.

Event description:
Sales rep (B)(4) reported a revision.